Manufacturer narrative:
The investigation confirmed that multiple, reproducible, lower than expected vitros hcg ii results were obtained from a single patient sample while using the vitros 5600 integrated system. The investigation could not determine a definitive root cause. A pre-analytical sample mix-up and/or a pre-analytical sample processing issue cannot be ruled out as contributing factors. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained multiple, reproducible, lower than expected vitros hcg ii results from a single patient sample when compared to a discordant positive non-vitros urine sample result and positive serum sample result while using a vitros 5600 integrated system. The following results were obtained: observed vitros negative results = < 2.39 (plasma), < 2.39 (plasma), < 2.39 (serum) vs. An expected positive result = 164706 (serum); the affected result of < 2.39 was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer questioned the affected results due to a previous positive non-vitros urine sample result. It is unknown if a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).